Event description:
It was originally reported that a patient underwent an unknown spinal procedure and at an unknown time post-op, a screw backed out. Updated information states that at an unknown time post-op, soft tissue irritation was caused due to upper cross link. The patient underwent a revision to remove the crosslink.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images shows apex left (at t11) thoracolumbar scoliosis with upper apex right (at t6/7) thoracic curve treated with long segmental construct from t3 to l3. Here the construct is placed at the appropriate levels and well performed, leaving excellent correction of both the sagittal and coronal planes. The patient is well balanced. Soft tissue irritation of the cross link is noted between the shoulder blades requiring later removal.